Manufacturer narrative:
The device was not returned for product analysis, because the user was able to resolve the issue. And the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur, during use of the device. Which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events, where the latitude programmer screen became unresponsive to touch. And a complaint review confirmed, that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported, that an inquiry regarding the programmer was sent to boston scientific technical services (ts). The field personnel wanted to know when an error log halt occurs, what happens to the threshold test. Ts discussed what would terminate the thresholds test. And the field personnel confirmed, that the programmer touch screen was frozen. Ts further discussed, that frozen screens did not mean a loss of telemetry with the device. And the only way to divert quickly was to press the release power button that will end session and the device would stop. No adverse patient effects were reported. And no further changes were made.